Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
Patient's attorney alleges patient suffered serious complications and injuries as a result of the hernia patch.